Event description:
It was reported that unstable speed. A rotapro 1.50mm was selected for procedure. Set rotational speed was set to 180,000rpm while outside of the patient. After two ablations was performed, the rotational speed was fluctuating between 160,000rpm - 200,000rpm. The procedure was completed successfully with a different device. There were no patient complications reported.